Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the doctor completed the onyx injection, the apollo microcatheter was carefully withdrawn. During the withdrawal process, the physician operated with extra caution to avoid any breakage. However, after the catheter was removed, it was found that the apollo microcatheter had already fractured. Moreover, the fracture did not occur at the product¿s designated breaking point, leading to the conclusion that this was a product defect. There was tip premature detachment. There was no friction or difficulty during injection. The tip will be returned with the catheter for investigation. There was no force applied during removal. The catheter tip was not entrapped/stuck. There was no vasospasm. There was no surgical or medicinal intervention required. This did not occur during onyx injection. The device and any accessories were prepared as indicated in the IFU. The catheter was flus hed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for dural arteriovenous fistula (davf) treatment. It was noted the patient's vessel tortuosity was normal. The access vessel diameter was 1mm. Ancillary devices included onyx liquid embolic, x-pedion 0.010 wire.

Manufacturer narrative:
H3: the apollo catheter was returned for analysis. Onyx residue was found within the apollo catheter hub. The apollo catheter body was found kinked at ~18.0cm and at ~74.0cm from the proximal end of the catheter hub. The apollo catheter body was found stretched at the proximal to distal segment fuse joint. The catheter body was found separated at ~2.7cm from the fuse joint. The tubing material at the separated end exhibited plastic deformation indicating the catheter likely separated due to tensile failure. When compared to the product drawing, ~24.3cm to ~21.3cm of the apollo catheter distal shaft was found separated and not returned. Based on the device analysis and reported information, the customer¿s ¿tip premature detachment¿ report could not be confirmed. However, the customer¿s ¿catheter separation¿ report was confirmed. Catheter separation can be caused by user operational context if user advances or retrieves the device against resistance, vasospasm, patient vessel tortuosity, entrapment in vessel, more than 20cm of traction was applied, fast catheter retrieval technique, or user applies excessive force, thus exceeding tensile strength of tubing material. However, the cause of the catheter separation could not be determined. There was no force applied during removal, the catheter tip was not entrapped/stuck, there was no vasospasm, and the patient's vessel tortuosity was normal. Tip detachment can be caused by the detach joint ldpe overlap length being too short, patient vessel tortuosity, incompatible products, advancing the guidewire against resistance, vessel calcification (tip gets caught and dislodges), or repositioning of the catheter while it is in a wedged position or with vessels that are in vasospasm. However, the cause of the tip detachment could not be determined. The detached tip was not returned; therefore, an analysis could not be performed and any contributing factors could not be assessed. The catheter tip was not entrapped/stuck, there was no vasospasm, and the patient's vessel tortuosity was normal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the access vessel was the femoral artery. The fracture did not occur at the product's designated breaking point. The cause of the fracture was not determined.